Manufacturer narrative:
The technician replaced the side rail sensor cable assembly to resolve the issue.

Event description:
The technician alleged that the side rail cable sensor is torn and copper wire is exposed. No pt impact.